Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2018-09697. Reference MFR. Report: 1627487-2018-09698. It was reported the patient underwent a drg system explant on (B)(6) 2018 due to an infection. The infection originated at the ipg site, and was tracked along the patient's leads. The patient was given intravenous antibiotics. The infection has since resolved.